Manufacturer narrative:
At the time of this report no info related to the device performance is available. A follow-up report will be filed after review/investigation. Note: submission of this report does not, in itself, represent a conclusion by the MFR that the content of this report is accurate, that the device(s) listed failed in any manner and/or that the device(s) caused or contributed to the alleged death or deterioration of the health of any person.

Event description:
AED failure to analyze. (B) (4)